Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed scratches on the lcd screen. Functional testing was performed and it was found that the device exhibited an air in line error. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that a defective and inoperable air detector was the cause of the reported issue. The air detector was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device indicated air in line before infusion. There was no patient, or clinician injury associated with this event.